Event description:
As reported, the green shuttle of a 6/7f mynxgrip vascular closure device (vcd) was not possible to move up after shuttle down for the plug to the vessel. The "block tube" was kinked. The sealant was not stuck to device components, the black ¿seath¿ was kinked. The device was removed and manual pressure was used to complete the procedure. There was no reported patient injury. The patient was recovered after the procedure. The device was used in an interventional procedure with an antegrade approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The patient was not hospitalized, or the patient's hospitalization extended as a result of the event. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The user is trained to the device. The user is certified in the device and was used per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the green shuttle of a 6/7f mynxgrip vascular closure device (vcd) was not possible to move up after shuttle down for the plug to the vessel. The "block tube" was kinked. The sealant was not stuck to device components, the black ¿sheath¿ was kinked. The device was removed and manual pressure was used to complete the procedure. There was no reported patient injury. The patient was recovered after the procedure. The device was used in an interventional procedure with an antegrade approach. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The patient was not hospitalized, or the patient's hospitalization extended as a result of the event. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The user is trained to the device. The user is certified in the device and was used per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube was on the catheter shaft, covering the balloon proximal tip and properly engaging to the distal tamp lock. It was observed that the outer cartridge tubing distal end portion was sticking out and folded backward at the sealant sleeve proximal end as received. The syringe was connected to the device. The sealant and procedure sheath were not returned. Per microscopic analysis, visual inspection at high magnification showed that the outer cartridge tubing distal end portion was sticking out and folded backward at the sealant sleeve proximal end. The condition of the returned device indicates that somehow the sealant sleeve was displaced distally, which caused the outer cartridge tubing¿s distal end to be exposed prematurely. It should be noted that the sealant and the outer cartridge tubing side slit are located right under the sealant sleeve and supposed to be covered/protected by the sealant sleeve. If the sealant sleeve is displaced distally prior to the device shuttling down, and without the support and protection of the sealant sleeve, the outer cartridge tubing could be damaged and/or obstructed the device path and caused the event reported. Per functional analysis, the outer cartridge tubing distal end was unfolded. Then the sealant sleeve was replaced back to the manufacturing position which was over the unfolded outer cartridge tubing side slit portion. Device deployment test was performed, and the device was able to be advanced/retracted without issue. A product history record (phr) review of lot f2205504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrectly following the instructions for use (IFU), ay have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users ¿do not move the sealant sleeve.¿ it should be noted that mynxgrip device is manufactured with a side slit at the end of the outer cartridge tubing. The side slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer cartridge tubing side slit and protected by the sealant sleeve from exposing prematurely. If the sealant is exposed to moisture prematurely, and if the sealant sleeve is moved from its manufacturing position prior to the device being inserted into an existing procedural sheath, this could cause the sealant to be exposed prematurely and cause a damage to the outer cartridge tubing side slit, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.